Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the control iq software intermittently did not adjust insulin as expected. The customer's blood glucose level ranged from 108-109 mg/dl. During troubleshooting with tandem technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.